Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device hasn't migrated and the pt needed to adjust the setting due to difficulty voiding. The cause was determined and the hcp indicated the likely cause was the inability to change programs or amplitude without assistance. The issue has been resolved and the steps taken were "teaching in office". The hcp also noted that the cause of the device settings being on 2 instead of 1 was unknown, but indicated that further teaching with the patient resolved the issue. Device removal/replacement is not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since the patient was implanted, they'd never had any problems, but they were having a problem today, that they felt like they had to urinate all night last night but they weren't able to go. The patient stated they were able to finally urinate this morning but they had never been trained on how to use their equipment when they were implanted so they didn't know what to do. The patient stated they called their managing health care provider (hcp) office today but they hadn't heard back from them yet. Reviewed therapy expectations and programming considerations with the patient and walked the patient through connecting to their settings. Upon connecting, the patient stated they were surprised to be on program 2 as they thought they'd been on program the therapy was on. The patient couldn't recall exactly what program they had been on before but mentioned they've had other issues and that their hcp said at one point that if it continued to not work for the patient, they would have to go in and "change it" be cause the hcp had been concerned the device might have moved. The patient denied having had any traumas or falls that could have led to the device moving. The patient stated the therapy had been helping by 50% or greater for their retention symptoms and that prior to getting the implant they were on a catheter, which they hated. The patient increased the stimulation on program 2 while on the call and they stated they didn't think they felt anything when they increased like a fluttering/tingling sensation but that their muscles felt "different". The patient denied having discomfort but stated it felt slightly like a pulled muscle and their butt felt a little numb. Reviewed stimulation considerations with the patient and the patient decreased the stimulation to where they no longer felt "different" or "numb." The patient was going to monitor their symptoms now that a change had been made. Also reviewed compatibility considerations for airports and security gates. The patient stated they hadn't realized they needed to turn their therapy off to go to through security and that they'd done it a few times already. They did not allege an issue from walking through. Reviewed with the patient that from now on, they should turn the therapy off before walking through. The patient then had to abruptly end the call because their hcp had been calling them back.

Manufacturer narrative:
Date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.